Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer's healthcare provider believes that an unspecified virus was a contributing factor to the elevated bg, however, this could not be confirmed. Subsequently, customer was hospitalized. No additional information regarding the reported issue was available.